Event description:
This is a case report received by baxter (B)(4) on (B)(6) 2010 from a male patient (B)(6) who reported that during therapy he experienced severe bloating and draining pains. Patient had then drained out 4600 ml. Patient normally has a tidal therapy and fills around 2100ml. This event meets overfill criteria. The machine is being swapped. No patient injury/harm reported at time of this report.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received and evaluated in (B)(6). The reported issue of the iipv was not confirmed in the logs or duplicated during the evaluation. The device was tested and calibrated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported incident. The root cause was not identified. A review of the servicing device history record revealed no issues that could have contributed to the reported incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.